Event description:
Meter was reading inaccurately high. The reading was 180mg/dl, compared to a lab value of 120mg/dl taken within 10 minutes. (Not within lifescan criteria for precision). No medical attention was received. The customer care representative performed troubleshooting and twice the control solution test was not within range. Meter replaced with return expected.